Manufacturer narrative:
The device was returned for investigation. Based on the information provided and the investigation performed on the returned device, the reported balloon retraction jam was confirmed, however the root cause was unable to be conclusively determined. The review of the lhr (lot f1109008) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (cfa) via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Post procedure, the physician who is a trained user of the mynx, chose the device to femoral artery closure. It was reported that when the physician retracted the balloon against the tip of the sheath, the balloon lost pressure. The physician removed the device and prepped and deployed another mynx. Hemostasis was successfully achieved, however it was reported that the physician encountered difficulty removing the device from the patient's anatomy. The patient was ambulated and discharged without report of patient clinical sequela. No further information was provided. It was reported that visual inspection of the device post removal showed the distal end of the device was "curlicued." No further information was provided.